Event description:
Patient called to report a recall notice she received regarding her insulet omnipod 5 and adverse events that she¿s experienced involving the recalled device. Patient stated since early april she¿s been experiencing issues with the pod leaking and not properly delivering the correct insulin doses leading to many dangerous hyperglycemic events and hypoglycemic events. Patient stated she was unknowingly using the defective devices for months causing her to put on weight and her a1c to rise drastically. Patient stated because the leak is at the top of the cannula there is no way to know or see that the insulin is leaking out instead of going underneath the skin as intended. She stated she¿s had to keep giving correction boluses repeatedly never knowing if they are being delivered appropriately and having to wait and guess her blood sugar readings. Patient stated the device settings are now all messed up because it¿s a ¿smart¿ system its¿ supposed to be learning from her dosing and calculations, but the device can¿t learn appropriately off false information. Patient stated she¿s very disappointed and frustrated with the company and device as this is the second recall in 3 months. Patient stated she is hoping to get replacement devices from the manufacturer as she has had many defective devices over the last few months.